Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 6 march 2020: lot 154130: (B)(4) items manufactured and released on 15-oct-2015. Expiration date: 2020-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar events reported.

Event description:
The patient came in reporting instability 4 years and 44 days after the primary surgery and the cause of the instability is unknown. The surgeon revised the medacta sphere insert flex right 11mm s4 with a medacta sphere insert flex right 14mm s4. The surgery was completed successfully.